Event description:
Report rec'd indicated seven months after stent within stent implant was performed with (cypher 3.0/13mm, lot i1106014), there was 90% restenosis of the proximal lad. The lesion was treated with a taxus (3.0/12mm). The residual stenosis was 0%. Per physician: the cause of this event might be because the patient can easily get cardiac stenosis. Background: there was a lesion in the proximal rca, was de novo, eccentric, tubular, ostial, calcified, tortuous, and type c. The lesion in the mid-rca was de novo, eccentric, tubular, calcified, tortuous, and type c. The safety and effectiveness of the cypher stent has not been established in lesions that are tortuous and that are located in the area of the ostium. The lesions were pre-dilated. Rotoblator was conducted in the proximal rca. A cypher stent 3.5mm x 18mm was implanted at 24 atm. Then a cypher stent 3.5mm x 23mm was also implanted at 24 atm. There was a gap between the stents. Eight months later, angiogram was conducted and diffused restenosis were observed inside both cypher stents implanted. To treat the restenosis, CABG was conducted. Per the physician's: "the probable reason of this event might be due to the fact that the flexion lesion and the pt easily can get cardio stenosis." The pt then presented with chest pain and a de novo lad lesion ten months later. The specific lesion characteristics are not known. To treat the de novo lesion at proximal, lad pre-dilation was conducted with a 2.25x15mm balloon at 20 atms. Inflation time was unknown. A 2.5 x 28mm cypher stent was deployed at 20 atms at the distal end of the target lesion. A second 3.0 x 23mm cypher stent was deployed at 24 atms at the proximal end of the initially implanted cypher with overlap. The inflation pressures used to implant both cyphers are above the rated burst pressure outlined in the IFU. Post-dilation was not conducted. The residual percent of stenosis was 8% after the procedure. Timi flow after the procedure was iii.

Manufacturer narrative:
Three and a half months later, the pt again presented with chest pain and a focal restenosis was observed inside of the proximally implanted cypher at the proximal lad. There was a 65% restenosis. To treat the restenosis, pre-dilation was conducted with a balloon (3.0/18mm) at 12 atm. A cypher 3.0x 13mm was implanted at 12 atm. The effectiveness and safety of the cypher for restenotic lesions have not been established. Post-dilation was conducted with a balloon (3.0/8mm) at 20 atm. Inflation time was all unknown. Timi flow after the procedure was 3. The residual percent of stenosis was 11%. Seven months after stent within stent implant was performed with (cypher 3.0/13mm) there was 90% restenosis of the proximal lad. The lesion was treated with a taxus (3.0/12mm). The residual stenosis was 0%. Per physician: the cause of this event might be because the pt can easily get cardiac stenosis. Medications pre and post interventions included asa and clopidogrel. The clopidogrel dose was decreased from 150mg/day to 50mg/day after treatment of the index treatment of the lad, and the asa was increased at this time from 100mg to 200mg/day. Other medications include nicorandil and carvedilol. There is no info regarding testing of effectiveness of antiplatelet therapy. This is one of three products involved in the same pt and reported under manufacturing number 9616099-2007-02145, and 9616099-2007-02146. This product is distributed outside of the united states. However, it is similar to us distributed coronary stent delivery systems. This product remains implanted in the pt and will not be return for eval and testing. Additional info will be sent within 30 days upon receipt.